Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; off-label product use due to aorto-iliac occlusive disease. Clinical evaluation was unable to find substantial evidence to confirm a secondary surgical intervention. Additionally there was evidence to reasonably support the following observations; blood loss of 1200cc, and left groin access complication which required surgical intervention (hematoma, seroma) eight days post implant. The most likely cause of the occlusion with in the device and inadequate stent graft patency was the off-label product use condition of aortic-iliac occlusive disease and/or concomitant use of non-endologix stents (intention user error). Procedure related harms included: intraoperative blood loss that resulted in persistent anemia; and, left groin access complication that required surgical intervention six days post implant; and, re-occlusion of the device three weeks post the initial implant that required an additional surgical bypass procedure. The final patient disposition could not be ascertain due to the lack of medical information surrounding the later event. To date there has been no reports of further negative patient sequelae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated device on (B)(6) 2017 for an occlusive disease. We were made aware that the patient received a bypass for an outflow issue on (B)(6) 2017. The physician noted that the initial case was an off label case and the adverse event was not related to the endologix device. The patient was reported to be doing well.